Event description:
"While in use for a pt, this unit suddenly stopped cycling. The reservoir bag deflated too and this unit also didn't emit audible alarm sound. The hospital staff was aware of this symptom by the audible alarm sound emitted by the pulse oximeter. After replacement of the ventilator, medical engineer tried to duplicate the same symptom, however, this problem wasn't duplicated at that time. "